Event description:
Device #1 malfunction: knot lock. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the knot became locked as it was advanced to the arterial surface. The suture was removed and a second proglide was used with the same results. An angio-seal was used to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant info. Device #2 proglide, part # 12673-03, lot # 66100-6h, is being filed under a separate MFR report number.